Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is unknown; autopsy report is pending. The customer had gastroparesis. The caller did not know the customer's blood glucose at the time of death. However, the last known blood glucose value was 165 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not wearing a sensor at the time of death. The caller stated that they do not have the insulin pump and don't know where the device is right now. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.